Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
Patient had scoliosis deformity surgery at multiple levels from t5-l4. The surgeon was trying to back out a threaded persuader and the black phalanges on the end of the inner sleeve snapped. The surgeon was able to get it to release off the head of the screw with effort. The tool is used to reduce the rod to the screw, it was working until the surgeon tried to back it off. The screw was removed and the pieces were retrieved and the surgeon then put in a variable angle screw. The procedure was not prolonged.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates (B)(4) manufactured the matrix threaded persuader. The lot initially conformed to specifications and conformed to the synthes, tabulated incoming final inspection sheet. The complaint conditions were due to unknown causes. The reduction inserts exhibited broken flanges on the end of the component. Part #1 had all flanges broken off and part #2 had two broken flanges. All component parts had minor scuffmarks. All measurements that could be taken were found to meet specification. A review of the device history record revealed the matrix threaded persuader was manufactured to the correct material requirements, and met the hardness and required specifications. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. A product development evaluation was also conducted and the report indicates improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction as noted in prior complaints. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. The breakage noted on the returned part is consistent with that expected if the device is assembled incorrectly as noted. An internal corrective action addresses this issue for the matrix threaded persuader. The design risk assessment was reviewed and found to be adequate for the intended use.